Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader would not turn on even after trying to plug it into a power outlet. She further reported she did not have a computer or test strips to use with her reader. On (B)(6) 2019 she was feeling really ¿tired and weak¿ but could not get a blood glucose result so she self-presented to an emergency room. Customer was treated with 5 units of unspecified insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did power on with button depression. A blank screen was not observed. No malfunction or product deficiency was identified.

Event description:
Customer reported her adc freestyle libre reader would not turn on even after trying to plug it into a power outlet. She further reported she did not have a computer or test strips to use with her reader. On (B)(6) 2019 she was feeling really ¿tired and weak¿ but could not get a blood glucose result so she self-presented to an emergency room. Customer was treated with 5 units of unspecified insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.